Event description:
Physician was using duotome sidelite 550 fiber delivery device with directional tip on patient during laparoscopic holmium laser ablation of the prostate. Upon initial firing, the energy emitted from the connection between the power source and the fiber delivery device was causing some sparking. The physician stated to the or staff that the device was defective. A new device was obtained and the procedure was completed without further incident.